Manufacturer narrative:
DHR- the lot was built on afa line 8 from 3jan2018 through 8jan2018 and packaged on pkg line 8 from 5jan2018 through 9jan2018 for the amount of 444,810ea all challenge, set up and in process samples were performed according to the quality control plan and all passed per specifications. Received a 20ga catheter-adapter assembly with no packaging material. The needle-barrel assembly was not returned for evaluation. No testing or observations could be performed the needle-barrel assembly was not returned for evaluation. The picture (available in tw) did not displayed sufficient information to confirm/deny manufacturing related issues. The defect described in the product incident report was not identified or confirmed, the needle-barrel assembly was not available for investigation and the photo did not expel enough information to determine relatable manufacturing issues.

Event description:
It was reported that a bd insyte autoguard shielded IV catheter had needle retraction failure. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had needle retraction failure. There was no report of exposure, serious injury or medical intervention.